Event description:
Insulin pump user reported that for three weeks there is often insulin in the cartridge compartment. No adverse event reported. A request was made for the return of the cartridge.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.